Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The following day the pt suffered a mi. It is unk whether the reported mi was related to the target vessel. The investigator indicated that the event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).

Event description:
A 2 endeavor sprint rx stents were also implanted in the lad during the index procedure.